Event description:
This is a classic contact lens overwear and abuse; wearing old lenses too long, sleeping with them, not seeing doctor on a regular basis and using with "visine" eyedrops. Pt has severe corneal molding and keratoglobus - permanent damage due to contact lenses. Did using visine with contact lenses cause problem? Rptr would really like someone to look at this case.